Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Customer consumed candy to stabilize bg level. Reportedly, customer's health care provider advised patient to adjust pump settings and suspects illness may be contributing to low bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to discuss diabetes management with health care provider.